Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting today the pts therapy stimulation was only working in their legs and not in their back. During call pt was using group a and it showed stimulation was off. Pt was walked through turning stimulation on. The pt was still not feeling relief in their back so they went to group b and it was starting to go into their back but it was mostly in their legs. Pt to group c and only felt it in their legs. The pt went back to group b and stimulation was only in their legs. Pt increased stimulation intensity to 8.9 and it was only in their legs. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. [See general text info for details on omitted information.]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.